Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 45,140 joules. Also, it was reported that this finished the case after stray beams starting coming out. No pt injury was reported. The device was not returned for eval.